Manufacturer narrative:
The investigation has determined that two non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples using the vitros 5600 integrated system. The root cause of the higher than expected results is not known. An instrument issue cannot be ruled out as a contributing factor because no testing was performed to evaluate performance. Based on vitros tropi es quality control data, a reagent issue cannot be ruled out because the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations <url (0.034ng/ml). Pre¿analytical sample processing could not be ruled out as a contributing factor, as the customer is not following the sample collection device manufacturer recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained two non-reproducible, higher than expected troponin I results from two different patient samples using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros patient 1 result: 0.380 ng/ml vs. <0.012 ng/ml (url). Vitros patient 2 result: 0.332 ng/ml vs. <0.012 ng/ml (url). A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected results were not reported from the laboratory and there were no allegations of patient harm as a result of the two events. (B)(4).